Event description:
Covidien received information stating that the ht70 plus ventilator screen was unresponsive. There was no patient involvement.

Manufacturer narrative:
The returned device was evaluated for the reported &quot;unresponsive touchscreen&quot; issue. The coin battery was replaced to resolve the reported issue. (B)(4).